Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the pump was unable to detect the loaded cartridge and emitted a no cartridge detected warning during the load cartridge step. During evaluation the force sensor was found to be out of calibration and contamination was observed on the force sensor. Unrelated to the event moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction # 2531779-03/24/2010-003-r.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the pump was unable to detect the loaded cartridge and emitted a no cartridge detected warning during the load cartridge step. This report is being made based on the evaluation results.